Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the device alarmed and had a blank display. Customer's blood glucose was unknown. Customer mentioned the device was exposed to sweat. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with a button error alarm and had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the battery out limit alarm due to the unresponsive buttons. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.